Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and inspected the architect i2000sr analyzer, serial number (B)(4). The fse replaced the valve, manifold kit ((B)(4)), part number 7-77612-03. Subsequent instrument operations and test results were acceptable. No returns were made available for the evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect hbsag qualitative ii assay package insert both provide information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures. However, sample integrity cannot be ruled out as a potential cause of the single discrepant result.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that a known (B)(6) patient generated a (B)(6) result when their sample was tested with the architect (B)(6) qualitative ii assay. An inital "(B)(6)" result was generated and when retested, (B)(6) results of 5684 and 5673 s/co were produced. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.